Manufacturer narrative:
No product was returned for evaluation. Production data was reviewed and comply with specifications. The issue reported by the patient could not be duplicated.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product has been requested to be returned.

Event description:
On (B)(6) 2013, the patient reported on (B)(6) 2012, while using a competitor's infusion set, he rolled over during the night and caught the infusion set on his watch. His blood glucose level was 500 mg/dl. He attempted to bolus to correct the elevated level but it did not go down. The patient drove himself to the hospital where he was kept overnight and given injections of insulin. No product was requested to be returned for product evaluation.